Event description:
It was reported that the patient had high impedance on his generator. Company representatives reviewed x-rays and a potential lead fracture was identified just under the electrodes at the start of the strain relief bend. Strain relief was not per labeling as there was no strain relief loop. No further relevant information has been received to date. No known surgical intervention has occurred to date.

Event description:
It was reported that the patient underwent a full revision of lead and generator due to high impedance. The explanted products were discarded. No further relevant information has been received to date.